Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, on 9-feb-2024, the photo analysis was completed. Device investigation details: according to the pictures provided by the customer, char was observed on tip. A manufacturing record evaluation was performed for the finished device number lot 31134061l and no internal action related to the complaint was found during the review. Char is a physical phenomenon of radiofrequency; it can be the usual result of the ablation process; however, the instructions for use contain the following instruction: monitoring the temperature from the electrode during the application of rf (radiofrequency) current ensures that the irrigation flow rate is being maintained. The customer complaint was confirmed based on the picture received. The root cause of the adverse event remains unknown. The device has not been returned for analysis, and a root cause cannot be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a atrial fibrillation (afib) cardiac ablation procedure which included the use of a thermocool smarttouch sf ablation catheter experienced a cerebrovascular accident. It was reported that midway through ablating with the thermocool smarttouch catheter, that a ¿catheter temperature too high¿ error occurred on the smartablate remote that prevented ablation after ~2 seconds. The temperature rose from ~31¿c to 40¿c before ablation was cut off. Temperature cut off was 40¿c. This happened multiple times. The medical team used 50 w for 15 seconds and dropped down to 40 w for 30 seconds to reduce the 'catheter temperature too high' error, and this helped reduce the errors. The user removed the catheter and inspected it after getting the error a few times. There was significant char on the catheter tip. The operator wiped the char off, flushed the catheter and tried to re-use it. However, the stsf's force sensor was damaged. The user then replaced the catheter for a new st sf and had the same ¿catheter temperature too high¿ error intermittently occurred. At the end of the procedure, when removing the catheters there was also char on this second stsf catheter (to a lesser extent than the first) and also on the octaray mapping catheter being used. The operator confirmed he did not believe at any point he was ablating on the octaray splines to cause char. The baseline impedance during the case was around 100 ohms and did not change as expected when char has formed on the catheter tip. The patient had act above 300 throughout the case. Physician consider that the char was excessive on the first stsf catheter and increased risk to patient. It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure which included the use of an octaray mapping catheter. It was reported that midway through ablating with the thermocool smarttouch catheter, that a ¿catheter temperature too high¿ error occurred on the smartablate remote that prevented ablation after ~2 seconds. The temperature rose from ~31¿c to 40¿c before ablation was cut off. Temperature cut off was 40¿c. This happened multiple times. The medical team used 50 w for 15 seconds and dropped down to 40 w for 30 seconds to reduce the 'catheter temperature too high' error, and this helped reduce the errors. The user removed the catheter and inspected it after getting the error a few times. There was significant char on the catheter tip. The operator wiped the char off, flushed the catheter and tried to re-use it. However, the stsf's force sensor was damaged. The user then replaced the catheter for a new st sf and had the same ¿catheter temperature too high¿ error intermittently occurred. At the end of the procedure, when removing the catheters there was also char on this second stsf catheter (to a lesser extent than the first) and also on the octaray mapping catheter being used. The operator confirmed he did not believe at any point he was ablating on the octaray splines to cause char. The baseline impedance during the case was around 100 ohms and did not change as expected when char has formed on the catheter tip. The patient had act above 300 throughout the case. Physician consider that the char was excessive on the first stsf catheter and increased risk to patient. It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure which included the use of an octaray mapping catheter. It was reported that midway through ablating with the thermocool smarttouch catheter, that a ¿catheter temperature too high¿ error occurred on the smartablate remote that prevented ablation after ~2 seconds. The temperature rose from ~31¿c to 40¿c before ablation was cut off. Temperature cut off was 40¿c. This happened multiple times. The medical team used 50 w for 15 seconds and dropped down to 40 w for 30 seconds to reduce the 'catheter temperature too high' error, and this helped reduce the errors. The user removed the catheter and inspected it after getting the error a few times. There was significant char on the catheter tip. The operator wiped the char off, flushed the catheter and tried to re-use it. However, the stsf's force sensor was damaged. The user then replaced the catheter for a new st sf and had the same ¿catheter temperature too high¿ error intermittently occurred. At the end of the procedure, when removing the catheters there was also char on this second stsf catheter (to a lesser extent than the first) and also on the octaray mapping catheter being used. The operator confirmed he did not believe at any point he was ablating on the octaray splines to cause char. The baseline impedance during the case was around 100 ohms and did not change as expected when char has formed on the catheter tip. The patient had act above 300 throughout the case. Physician consider that the char was excessive on the first stsf catheter and increased risk to patient. Patient had a stroke after the procedure. The actual timing and location (in hospital or post-discharge) is unknown. This adverse event is being reported for one of two stsf catheters used in the procedure. It has been noted that the user has applied power levels outside of the recommendations of the instructions for use (IFU). Per IFU for the stsf bidirectional catheter, the recommended power maximum is 45w with a recommended flow rate of 15ml/min for power levels between 31w and 45w. Ultimately, the application is left to the physician's discretion. It has been noted that the user has applied power levels outside of the recommendations of the instructions for use (IFU). Per IFU for the stsf bidirectional catheter, the recommended power maximum is 45w with a recommended flow rate of 15ml/min for power levels between 31w and 45w. Ultimately, the application is left to the physician's discretion. It has been noted that the user has applied power levels outside of the recommendations of the instructions for use (IFU). Per IFU for the stsf bidirectional catheter, the recommended power maximum is 45w with a recommended flow rate of 15ml/min for power levels between 31w and 45w. Ultimately, the application is left to the physician's discretion. Because both ablation catheters were utilized for rf energy delivery, neither can be dissociated from the adverse event as a contributor.

Manufacturer narrative:
Biosense webster manufacturer's reference number (B)(4) has 3 reports. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).